Manufacturer narrative:
The report of a pump stop due to depletion of battery power was confirmed through the analysis of the log file retrieved from the returned system controller. The information recorded on (B)(6) 2016 at 4:40 am indicated that low battery advisory alarm became active. The next recorded entry at 6:17 am indicated that the low battery advisory alarm progressed to a low battery hazard alarm and the system controller entered power save mode. The next recorded entry at 6:38 am showed that the external batteries were fully depleted, and the system controller switched to backup battery support. The duration of backup battery support could not be determined as there were no further events recorded. The returned system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended. A full functional test was performed and the system controller passed all test steps. The system controller operated for an extended period of time while connected to a mock circulatory loop with no atypical events or alarms noted. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's gender and weight were not provided. (B)(4). Approximate age of device ¿ 8 months. (Calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient went to sleep with the lvad system connected to external batteries. After waking, the patient was walking and noticed no lights illuminated on the system controller, and the green pump running symbol was not illuminated. The patient exchanged the system controller. The patient was asymptomatic. The system controller log file evaluated by the manufacturer's technical services representative confirmed that at 4:50 am, thirteen hours after the patient connected the lvad system to a fully charged set of batteries, a low battery advisory occurred. The system controller then produced a low battery hazard at 6:17 am. The system controller operated as expected and switched to power saver mode. At 6:38 am, the batteries were fully depleted and the system controller backup battery began supporting pump function. After an unknown period of time, the system controller's backup battery was fully depleted and the pump stopped. The patient reportedly did not hear any alarms associated with the event. Additional information on the patient's condition has been requested, but has not been provided.